Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, off no power test, unexpected restart error test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump passed the stop current and run current tests. The insulin pump had cracked case at display window corner and minor scratched display window.